Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. During the unpacking of a 3.5x32mm liberte stent it was observed that the "mesh of the stent was open." The procedure was completed with another 3.5x32mm liberte stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. During the unpacking of a 3.5x32mm liberte stent it was observed that the "mesh of the stent was open." The procedure was completed with another 3.5x32mm liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was pulled distally on the balloon. As a result, the proximal edge of the stent was positioned 5mm distal to the distal edge of the proximal markerband. The stent was bunched at 13mm distal to its proximal edge. No other issues were noted with this device. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).